Event description:
It was reported that a burning smell was coming from the 9800 sys. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified that some type of liquid spilled into the c-arm column causing a capacitor on the power module to discharge. Replaced the powercap module. The sys was tested and found to be working as intended and placed back into svc.